Event description:
Patient was revised to address poly wear of the insert and patella, and osteolysis (right side).

Manufacturer narrative:
Examination was not possible as no product was returned. A search of the warsaw and international complaint database did not find any additional reports of this nature for the product code/lots provided since their respective release for distribution. Although the investigation could not determine the root cause, it would not be unreasonable to expect some wear after approximately 10 years of implantation. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.